Manufacturer narrative:
(B)(4). (B)(6). The lot 13m049 was manufactured november 12, 2013 - november 14, 2013. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. One sample was received with fluid visually observed inside the housing which indicated a leak has occurred. A functional leak test was performed by refilling the reservoir with green color water. After fill, leakage was visually observed at the welded area of the volume indicator port located inside the infusor housing. Initial evaluation confirmed the reported condition. Upon completion of baxter's investigation, a follow-up will be submitted.

Event description:
It was reported that leak was observed from an unknown location of a single day infusor during filling. There is no report of patient/user injury or medical intervention was needed in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The cause was determined to be due to a manufacturing issue. There was an inadequate ultrasonic weld of the volume indicator to the port. A CAPA has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.